Event description:
It was reported that the implantable neurostimulator (ins) battery indicator and the on/off was not working on the patient programmer. The patient was planning to see her hcp regarding the ins battery. Additional information received from the hcp reported that the cause of the event was discharge of the implantable pulse generator. The device was not working and it was replaced. The patient did not require hospitalization, and there was no patient injury.

Manufacturer narrative:
Extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, programmer model 3031a, serial # (B)(4); lead model 3889-28, lot # v003431, implanted: (B)(6) 2006, explanted: unknown.